Event description:
It was reported that the patient's lead dislodged. The patient experienced worsening heart block and fatigue. The lead was explanted and replaced. Patient status was noted as stable.

Manufacturer narrative:
Correction for h6 coding.